Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral ne rve stim. It was reported that they need an MRI today and they were not able to get it turned off, they were having problems with it. Patient services worked with patient to try to use their equipment to activate MRI mode and patient reported seeing: retry. Patient said they have had a lot of tests and procedures done with this and they have fallen and they said there could be a little wires. Patient services did not clarify what pt meant due to pt was escalated and crying. Patient services worked with patient and their spouse to reposition the communicator, pt tried numerous time and tried standing up, leaning forward, crossing their leg, sitting down in a chair, they pressed down on it but was not successful. Pt said about a month ago, they had a problem with it when they went to the doctor who could not do it they had to bring a staff member- tech in (pt said not a manufacturer representative (rep). The issue was not resolved through troubleshooting. Patient services offered to email the rep in the area however pt said it's too late now, they had to leave their appointment is an hour away. Patient services reviewed the option to go to their doctor but pt said that doctor is an hour and a half away and said, they would just have to cancel their MRI. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.